Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced access site bleeding that was resolved by discontinuing systemic heparin and monitoring the activated clotting time results. Additionally, the patient experienced saturated flow that was resolved by decreasing purge flow. The pump also had suction alarms (low pump flow) that were resolved by removal and replacing with a new impella pump. Patient's condition was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smartassist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Access site bleeding: the cause of the access site bleeding could not be determined as minimal clinical details are known. Saturated flow: the cause of the saturated flow was not determined as no logs or product was returned. Low pump flow: the cause of the low pump flow was not determined as no product or logs were returned. This report is being filed as part of a retrospective review of historical records.